Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)- it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted concurrently with a hysterectomy. It was reported that following insertion the patient experienced urinary problems, recurrence, dyspareunia and vaginal scarring. On (B)(6) 2012 the patient underwent a mesh revision due to dyspareunia, stage ii anterior vaginal wall prolapse, enterocele and rectocele.